Event description:
It was reported that the patient lost stimulation coverage in the anatomical spot where they needed it. It was noted that the reporter was unsure when the issue started. It was noted that the reporter was not sure if the implantable neurostimulator (ins) simply needed to be reprogrammed or if the lead moved and needed to be repositioned. It was noted that the therapy ¿made the muscles bulge¿ on any setting. It was noted that the reporter was not sure of the lead placement but knew it was not in the spinal cord. Additional information received reported that the patient¿s stimulation was working well up until about two weeks ago when the stimulation completely changed. It was noted that the patient noted no trauma prompting the change. It was noted that there was low out of range impedance values. It was noted that 0 and 1 were reading less than 50 ohms. It was noted that the manufacturer representative tried to use another program that did not utilize the 0 and 1 pair and it worked as it should though it only addressed the patient upper knee pain and the patient¿s pain was of the knee. It was noted that the patient said they tripped before this occurred but did not have a significant fall. It was noted that the stimulation change happened in the middle of the night. It was noted that the manufacturer representative tried to run an impedance test at higher than 0.7 volts but was unable due to patient discomfort. It was noted that only the pair between 0 and 1 was low, all other combinations were within normal limits. It was noted that per an x ray the health care professional (hcp) found that the lead migrated. It was noted that it pulled up.

Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).